Event description:
Patient with triple vessel disease was treated with off-pump coronary artery bypass grafts. Patient received three separate bypass grafts. One bypass was created using an arterial graft. U-clips were used to attach this graft. The other two bypasses were created using venous grafts. 2 c-port devices were used. One c-port was used for each to the distal attachment of the venous graft. Both c-port deployments were uneventful. Flow was noted as 130ml/min and 43 ml/min respectively. Immediately following chest closure the patient displayed stress symptoms. Patient died upon immediate postoperative surgical intervention. Cause of death was stated as pulmonary hypertension. Upon examination, the arterial bypass anastomosis (connected with u-clips) was found to be detached from the coronary vessel. Both venous c-port anastomoses were intact.